Event description:
Complainant alleged that while attempting to defibrillate a pt in cardiac arrest, the CPR stat padz would not adhere to the pt's skin. Complainant indicated that the clinician obtained another sets of pads to continue treating the pt. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction. Please reference medwatch reports 1220908-2011-00978, 1220908-2011-00975 and 1220908-2011-00983 for similar events reported by the same customer.

Manufacturer narrative:
Zoll medical corp has rec'd the product and will be providing a f/u report when our investigation is completed.